Event description:
It was reported that the center nut of crosslink broke during final tightening during a cervical procedure at c2-c7. The broken pieces were removed. No pt injury was reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 7002527, 510k # k042524 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.